Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the device failure to power on using an external power supply unit (psu). The evaluation found that the power inlet socket in the device was physically damaged and when the psu was connected, it was unable to establish contact with the device¿s main circuit board (pcba). The investigation determined that the device failure was due to physical damage to the astral's power inlet socket. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. There was no patient injury reported as a result of this incident.